Event description:
A malfunction alarm occurred, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which successfully resolved the issue without recurrence. Customer was instructed to continue using the pump and to report any future malfunctions, and they acknowledged this guidance.